Manufacturer narrative:
Vyaire complaint #: (B)(4). The 224 alarms were triggered until the user performed a two-point calibration of the oxygen sensor. After the two-point calibration, the alarms disappeared. The fio2 value based on the flow feedback calculation was always close to the setting. This means that the alarms were based on the oxygen sensor monitoring only. It is usual and mentioned in the user manual that - particularly when using higher o2 settings - a two-point calibration of the oxygen sensor is needed in such alarm situations. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspected device and log file has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed 224 - "mismatch between delivered and measured fio2" as well as 278 - "internal o2 sensor concentration high" and that the needed fio2 (fraction of inspired oxygen) cannot be reached. It happened during patient use. However, intervention was not needed, and no harm occurred.